Event description:
It was reported that the caller experienced a cgm error 42 with their sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, and after the reset, the caller successfully started their sensor session without encountering the error again.